Event description:
Patient cadd pump tubing was leaking. Patient stopped the pump as directed at home and pump was brought in asap. Pump was disconnected and the physician was notified. Chemo was spilled in the carrying bag.